Event description:
It was reported that a spectrum pump failed downstream (distal) occlusion sensor test. Values with psi 19.10 and 22.70 during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, pump failed downstream (distal) occlusion sensor test. Values are: 19.10 psi & 22.70 psi was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensors no-tube and scale factor calibration are out of specification. The force sensors no-tube and scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.